Event description:
It was reported the customer had a button error alarm. Customer also reported exposing their insulin pump to water. The customer's blood glucose was 236 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing o-ring and cracked reservoir tube.(B)(4)